Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device and the first clip was pear shaped, they then removed the device and dry fired. The clips were ejecting from the jaws, no clips fell into the patient. They completed the procedure with a new like device. There was no patient consequence reported.